Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer was accessible through the specified ip address and that the correct driver had been installed. A technical support specialist, advised customer that due to the manual return of the medications using a key, it is necessary to assign a different compartment number and set the xerox printer as the default. This will ensure that the daily reports are automatically printed from the designated printer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis ciisafe system, report generated during the retrieval of medication from the cii safe must be connected to the new printer. Additionally, the stock-out report should also be configured to print on the new printer. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.